Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device ran in the load position, had low rotations per minute (rpm's) (73,522 should be least 75,000) and a protruding teflon from the swivel. It was observed that the vanes were worn out causing the low rpm's. It was also noted that the locking components were damaged. The assignable root cause of the component damage was due to worn out components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was not working properly. During in-house engineering evaluation it was found that the device ran in the load position, had low rotations per minute (rpm's) and a protruding teflon from the swivel. It was observed that the vanes were worn out causing the low rpm's. It was also noted that the locking components were damaged. It was unknown if the event occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported that the event occurred in (B)(6) 2016; however the exact date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.